Event description:
According to the reporter: the structural balloon trocar fell apart in patient's abdomen. The balloon was retrieved from the cavity. There was no additional time added to the case and there was no additional bleeding. No patient injury was reported.

Manufacturer narrative:
(B)(4).